Event description:
2/5/96, 8:45. During transfer of this resident to wheelchair from bed via lift. Strap broke causing resident to fall onto floor. Resident sent to hosp, x-ray with diagnosis of fracture of left leg greater trochanter and seen by orthopedic surgeon. Dr with no need for surgery, treatment: bedrest.